Event description:
A report was received stating that during tracheal intubation, resistance was felt during cuff inflation. Seven days later, the pt became accidentally decannulated, and the cuff was deflated. Information regarding how and why the decannulation occurred has been requested; no further information has been provided at this time. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).